Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) at 2 different hospitals on (B)(6) 2026. The patient's blood glucose levels reached 494 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with unspecified intravenous fluids, insulin injections, and was given water. The pod was discarded and a new pod was applied. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.